Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she stopped using her device because it wasn't giving her much help with her symptoms and it would hurt sometimes ¿back there.¿ the patient stated the healthcare professional (hcp) told her that her implant would last about 5 years. The patient stated she had so many tests done for other problems related to the pain that started in her beck and went to her back and legs, which was not related to the device. The patient noted she had arthritis and 2 mildly bulging disks. The patient stated it was very painful, she could hardly get from the bed to the bathroom with a walker. The patient stated she also had shots in her back, and the neck got better. The patient stated they wanted to do a MRI but couldn't, so they did an electrocardiogram (EKG) and CT scans, all of which were not related to the device. The patient stated the stimulation interfered with the EKG, so she turned it off and took out the device from the patient programmer. The patient mentioned that her device did not work because she didn't put the batteries back in her patient programmer after the tests. It was clarified that the implant was not working because the patient programmer batteries were not in the patient programmer. Patient services review that batteries in the patient programmer don't affect the internal stimulator or internal stimulation. The patient later confirmed she thought she must have turned off the stimulation first using the blue buttons and then took the batteries out because she knew the implant was no longer on or working. Patient services requested the patient get the patient programmer and try to connect to confirm the implant was off. The patient stated she tried putting batteries back in her patient programmer recently, but nothing came on the patient programmer screen when she tried to use it. The patient stated she would like to get the implant removed. There were no further complications that have been reported as a result of this event. The patient is implanted for interstim-other.